Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit had a machine and proximal pressure sensor failure during device maintenance. There was no patient involvement. The customer reported that they completed maintenance and the error went away after reseating the cable between the data acquisition (da) printed circuit board assembly (pcba) and the motor controller (mc) pcba. However, the error recurred. Further evaluation is still pending.

Manufacturer narrative:
G4: 03apr2020. B4: 24apr2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit had a 1st generation data acquisition (da) to motor controller (mc) cable without a bracket. The fse replaced the cable with a 2nd generation da to mc cable and installed a bracket. The unit was tested and fully operational. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.